Event description:
It was reported that, during a tka surgery, upon moving to the tibia, the system reported an error. The system then pushed back to calibration. As calibration was unsuccessful and the physician did not want to wait for another handpiece, the procedure proceeded as manual technique. The patient outcome is unknown.

Manufacturer narrative:
H10: h3, h6: the device was used during treatment and was not returned for investigation. However, the log files were returned for evaluation. The initial evaluation of the log files found that an over current error had occurred, which indicates that there was blown fuse in the siu caused by internal wiring on the handpiece. There was no serial number provided for the DHR review so it could not be concluded if the device met the manufacturing specifications. Nevertheless, based on the description of the event, there is no indication of a product failure that could contribute to the reported complications the patient experienced during the surgery assisted with navio system. A complaint history review found similar complaints of the reported issues and will continue to be monitored. The surgical technique guide released at the time of the complaint provides instructions on how to recover to a fully manual procedure in the case the of a navio surgical system failure at any point during the surgical case. A failure can consist of, but is not limited, a system software crash, unrecoverable hardware failure, handpiece failure with no back available, tracker array failure or loss of contact with bone that is unrecoverable, etc. Since the issue was due to component failure, product labeling has been ruled out as a cause of the complaint. This failure is an identified failure mode within the risk file. The relationship of the device and the reported event has been established. The short in the handpiece cabling caused the blown fuse in the siu. The root cause of the reported event was due to electrical component failure.